Manufacturer narrative:
(B)(4). The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, and rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, deformation, pain, rupture and "thin liquid blade peri implant" has been confirmed by MRI. The device has been explanted and replaced.